Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a broken power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump had a broken ac power cord; this condition had the potential to interrupt delivery. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.